Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Patient 1 sample 1 was collected on (B)(6) 2022 and placed in an unconfirmed brand and type of transport media. Specimen was tested with xpert xpress sars-cov-2 on (B)(6) 2022 which resulted as sars-cov-2 positive. Patient 1 sample 2 was collected on (B)(6) 2022 and placed in an unconfirmed brand and type of transport media. Specimen was tested with xpert xpress sars-cov-2 on (B)(6) 2022 which resulted as sars-cov-2 negative. Patient 1 sample 2 was retested on (B)(6) 2022 with xpert xpress sars-cov-2, which resulted as sars-cov-2 negative. Patient 1 sample 1 was retested on (B)(6) 2022 with xpert xpress sars-cov-2, which resulted as sars-cov-2 negative. Patient 1 specimen 1 was retested a second time on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Customer did not process either sample per the package insert, as samples were vortexed rather than rapidly inverted. Customer did not confirm how either sample was stored in between tests. All results were reported to the physician. Customer did not confirm if patient was symptomatic for covid-19 or suspected of infection with sars-cov-2 at the time of testing. Customer did not report any known injury, death or deterioration in health related to the discrepancy. Review for original test shows n2 target detection only with late CT. Spc appears normal. Review of specimen 2 and repeat testing of 1 and 2, shows normal spc. Review of repeat testing on xpert xpress cov-2/flu/rsv plus shows positive sars-cov-2 with late CT and normal spc. CT and amplification graphs not provided for review. No evidence of product malfunction. Likely root cause is sample with low viral rna at or below the limit of detection. No patient information to place into clinical context. Despite multiple attempts to contact the customer, no response was received; lost to follow up. Unable to confirm if any reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Patient 1 sample 1 was collected on (B)(6) 2022 and placed in an unconfirmed brand and type of transport media. Specimen was tested with xpert xpress sars-cov-2 on (B)(6) 2022 which resulted as sars-cov-2 positive. Patient 1 sample 2 was collected on (B)(6) 2022 and placed in an unconfirmed brand and type of transport media. Specimen was tested with xpert xpress sars-cov-2 on (B)(6) 2022 which resulted as sars-cov-2 negative. Patient 1 sample 2 was retested on (B)(6) 2022 with xpert xpress sars-cov-2, which resulted as sars-cov-2 negative. Patient 1 sample 1 was retested on (B)(6) 2022 with xpert xpress sars-cov-2, which resulted as sars-cov-2 negative. Patient 1 specimen 1 was retested a second time on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 positive; flu a negative; flu b negative; rsv negative. Customer did not process either sample per the package insert, as samples were vortexed rather than rapidly inverted. Customer did not confirm how either sample was stored in between tests. All results were reported to the physician. Customer did not confirm if patient was symptomatic for covid-19 or suspected of infection with sars-cov-2 at the time of testing. Customer did not report any known injury, death or deterioration in health related to the discrepancy.